Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat 6 aspiration catheter (cat6). During the procedure, the tip of the cat6 became crushed as the physician attempted to advance the cat6 into a non-penumbra sheath. The cat6 was therefore removed.

Manufacturer narrative:
Common device name: dxe.